Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected and the pebax sleeve was found to have a hole with metal exposed and reddish-brown material inside of it. Then, the magnetic sensor functionality was tested on carto and the catheter failed, error 105 and 106 were observed. A failure analysis was performed and the catheter was dissected on the tip area, loss of electrical continuity at the sensors were found, it was determined that the root cause was an internal failure of the sensors. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. In addition, there was a previous investigation to reduce magnetic and force sensor internal issues. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. (B)(6). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab has identified a hole on the pebax. It was initially reported by the customer that 5 minutes after inserting the thermocool® smart touch® sf bi-directional navigation catheter and into the cardiac cavity, the contact force (cf) displayed abnormally high but only during ablation. There was no error number, however, there was reproducibility. Troubleshooting included changing the cable but the issue continued. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter to another one. There were no patient consequences. The customer¿s reported issue of ¿high force¿ is not considered to be MDR reportable since the issue is highly detectable when occurring and the potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. On 12/16/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis identified that the pebax sleeve had a hole with metal exposure and a reddish-brown material inside of it. The finding was additionally confirmed during the 2nd visual analysis. The findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 12/16/2019 and reassessed this complaint as MDR reportable.